Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had issues with her infusion sets, as they detached at quick release while sleeping and when she woke up she had high blood glucose level (500 mg/dl). Another infusion set came off because of her fault. The site was right thigh and the pump was located on the right side near the thigh. The infusion was in use for 4 hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing. No further information available.